Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with a basal profile of 1 u/h and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. No damage was found on the lcd isolation tape during visual inspection. The insulin pump received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low readings and a blank display. The customer's blood glucose value was 477 mg/dl. The customer treated with syringe. The customer had symptoms such as nausea. The customer also had low reading of 35 mg/dl. The customer treated with glucose tablets. The customer stated that the drive support cap appeared normal. The product was not returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back stating she continues to have problems with the pump. The customer stated she ate breakfast and went to the store. When she went to bolus for her food, the screen on the pump was blank. The customer changed the battery, and 30 to 45 minutes later, the pump showed that the battery was dead. The customer ran a self test, and the pump passed. The customer had to treat her blood glucose of 400 mg/dl with manual injections. The customer stated that she has had to give herself manual injections to get her blood glucose down to 300 mg/dl because when she boluses with the pump, her blood glucose does not come down. The customer does not feel that this pump is working, and requested a brand new pump be sent to her. Approval for a brand new pump was granted.